Manufacturer narrative:
The field service engineer (fse) was at the customer site and observed a strip stuck under the strip reader module (srm). According to the fse, the strip stuck to the srm because of urine residue. The fse removed the strip and ran qc 3 times with passing results. The repairs were verified per established service procedures. (B)(4).

Event description:
The customer reported ca failing glucose on their ichem velocity automated urine chemistry system. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event.